Event description:
A customer obtained elevated troponin (accu tni) results on two different patient samples. The initial result for the 1st patient was 0.06ng/ml and ">9.0ng/ml" upon repeat. Another patient's sample gave a result of 1.7ng/ml when it was tested. The samples were re-tested on a different instrument and results of "<0.03ng/ml" were obtained for both patients. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was out of specifications. Hotline had the customer perform a diagnostic system check, which failed. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and found the peri-pump tubing was worn and the lever guide was missing from the peri-pump. B) the fse replaced the peri-pump tubing and installed the missing component. Customer did not question any other patient results. Hardware issue may have contributed to this event.